Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The following errors were observed. 1127, 1113, 110f, 1107, 110e, 1117, 1106. Ovp circuit failure (error 1127). All error codes point to flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba). The rse provided part ids to the customer for replacement. Per good faith effort, it was confirmed that the customer replaced the da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that on initial startup there are a bunch of failures. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The following errors were observed. 1127-ovp circuit failure (error 1127), 1113-barometer calibration data error, 110f-oxygen flow sensor calibration data error, 1107-proximal pressure sensor calibration data error, 110e-air flow sensor calibration data error, 1117-3.3 volt supply failed, 1106-machine pressure sensor calibration data error. All error codes point to flow sensor assembly and the data acquisition printed circuit board assembly (pcba). The rse provided part ids to the customer for replacement. The investigation is ongoing.